Event description:
The initial attorney report alleged unspecified injuries and defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005: repair of a ventral hernia with a kugel patch. On (B)(6) 2005: doing well after surgery. Wound is healed. On (B)(6) 2005: after heavy lifting noted tenderness in abdominal area at the ventral hernia repair site. On (B)(6) 2005: diagnosis of recurrent ventral hernia. On (B)(6) 2005: repair of recurrent ventral hernia with composix mesh. On (B)(6) 2005: pain, red spot, no drainage at hernia repair site. On (B)(6) 2006: nausea, shaking, chills, incision opened up and draining. On (B)(6) 2006: drainage from site, treated with antibiotics. On (B)(6) 2006: infected mesh, excisions of both kugel patch and composix mesh. On (B)(6) 2007: repair of recurrent incisional hernia with composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The info provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt was also treated for adhesions and recurrence, both of which are known adverse events listed in the IFU. Additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. See MDR 1213643-2012-00395 for info related to the composix mesh implanted on (B)(6) 2005.